Manufacturer narrative:
Date received by MFR: 04jul2019. The service technician reported that the phenomenon was confirmed. The output of the power supply was zero. Therefore, the power supply has been replaced and the phenomenon has been corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. International UDI# (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer states the device indicates running on internal battery when plugged into ac. Patient involvement no patient harm reported.